Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient was found to have more bleeding from the drains than usual on pod #1. A CT scan performed showed a hematoma. As a result, the patient underwent a subsequent laparoscopy procedure and the hematoma was evacuated although the source of the bleeding could not be confirmed. The cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, an increased amount of drainage was observed from the drains. Since there was a possibility of bleeding, a CT scan was performed. The patient underwent a laparoscopy procedure on post-operative day (pod) #1 due to a suspected hematoma. During the laparoscopy procedure, the location of the bleeding could not be confirmed but the doctor determined that there were no further problems. The bleeding had reportedly stopped and the patient's condition was noted to be good. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: there were no product issues during the procedure. There were no intra-operative complications. The insertion of the drains was planned as part of the procedure. The CT scan showed a hematoma. The hematoma was located at the lateral lymph nodes, around the obturator nerve. The surgeon is unsure what was the cause of the hematoma. There was no relevant medical history or anatomical factors that caused or contributed to the hematoma. The re-operation was carried out by laparoscopy. The source of bleeding could not be identified. The surgeon evacuated the hematoma. The patient did not require any prolonged hospitalization due to the incident. No photographic images/ videos were available for review.